Event description:
The event dates of the previously reported gi bleed events were updated. The patient suffered the first gi bleed approximately 3 months post index procedure ((B)(6) 2008). The patient suffered a second gi bleed approximately 5 months post index procedure ((B)(6) 2008). The patient died approximately 52 months post index procedure. The death was assessed as a cancer related death. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Required secondary intervention - results spontaneous bleed.

Event description:
One endeavor rx drug-eluting stent was implanted in the 2nd obtuse marginal. One stent from another manufacturer was implanted (3.5 x 13mm) at the left main. Patient was asymptomatic at 30 day follow up. A spontaneous gastrointestinal bleed is reported to have occurred three months post stent implant. Investigator has indicated that event was related to the study stent. A gastrointestinal bleed is reported to have occurred five months post initial stent implant. Investigator indicated that provocation of the gi bleed was instrumentation related to another procedure. Investigator has indicated that event was related to the study stent. Eight units of transfusion required. Patient was asymptomatic at 6 month follow up. Please note that this device is not distributed in the united states.